Manufacturer narrative:
B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in brazil. Based of the technical investigation report of the follow-up report was created. The pump was visual investigated. No damages could be detected. A test of the mechanism (drive, drive head, syringe holder) was performed according the tsc. No malfunction could be detected. During the analysis of the device history, the reported error by customer could not be found. Therefore the complaint could not be confirmed. The investigated device work within our specification. No product deviation could be identified.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will be created.

Event description:
As reported by the user facility by bbm sales organization in (B)(6): customer information: medicament administered: prostin, syringe. How many ml? 50 ml. What happened? 20:10 of 07/27 the infusion pump syringe alarms the end of the solution containing the drug prostin, ahead of schedule that would be at 23:00, technician communicates dra. Requested the preparation of a new solution so that the change and continue the medication infusion. The preparation of the solution was performed following the medical prescription and performed in syringe compatible with the syringe pump. When attempting to handle the pump for replacement of the solution the technique encountered difficulty, the pump stopped and the same was unable to exchange the solution, the technician then requested help from supervisor and colleagues.the child started presenting tachycardia, cyanosis of extremities and wheezing. The child started to present tachycardia, cyanosis of extremities and panting. When they disconnected the syringe from the pump, they that 14 ml had been injected and only 10 ml left in the syringe. Total prepared was 24 ml, suspended prostin temporarily and initiated a 0.9% saline at 1ml at the doctor's request. The cardiologist was called in to assess the infant, she performed echocardiogram that found that there was no change in the infant's heart.